Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Device follow-up files were analysed. In response to the warning letter that the united states food and drug administration issued to ela medical, ela is filing this MDR at this time.

Event description:
The device object of this report delivered an inappropriate shock because of noise detection in 2007. The ventricular lead was replaced two weeks later.